Event description:
It was reported that pump screen remained dark and would not turn on. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer reverted to an alternative method of insulin therapy.